Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a ventilator's fio2 settings were unable to be adjusted correctly. The device's oxygen blending module and oxygen blender gasket were replaced to address the issue.